Manufacturer narrative:
Onsite investigation was preformed by the field representative, they were able to resolve the reported problem by restarting the mobile view station (mvs) application. No further issues were reported. No parts were returned or replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system went into 'stand alone' mode unexpectedly. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: part number, 510(k) and unique device identification (UDI) updated to proper values.

Manufacturer narrative:
The pleora iport was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.